Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device override was found to have been removed. The customer requested confirmation of how and when the override was removed. They noted a recent configuration action copying from one device to another to align cabinet settings but were unsure whether this action triggered removal of the override. The customer asked for clarification to prevent recurrence. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.